Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had the audio beep test was failed and no further details were reported. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing. Hardware low level failures was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 6 of the ambient light sensor(u1).